Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer boots to a system error. Analysis also found the programmer is out of specification on high gain threshold a/d value and low gain threshold a/d value functional tests; lem (link electronic module) printed circuit board assembly found out of electrical specification. System fan wire has damaged insulation. (B)(4).

Event description:
It was reported the programmer got the "black screen of death" during a software upgrade (while updating programmer with reveal linq software). The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement indicated.